Event description:
Customer reported, an unexpected negative result on the abs2000. A b rh positive sample resulted with a negative screen when tested on the abs2000, but was reported with a positive screen when tested on the echo. Patient received 2 units of b positive blood.

Manufacturer narrative:
The presence of the e antigen was confirmed on retention crrs, lots g156 and r020, and crrid, lots id096 and dp025. The customer did not return product or sample for investigation.